Manufacturer narrative:
This report is submitted on may 25, 2021.

Event description:
Per the clinic, the device was explanted (B)(6) 2021 and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Analysis of the device on return to cochlear was a device failure (as per the device analysis report). The component code, investigation findings, and investigation conclusions codes have been updated. The device analysis report has been updated and attached to this report. This report is submitted on july 5, 2021.